Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in hospital septic and with a possible device infection. The system was explanted. The patient was intubated in order to assist breathing. Patient was recovering in the cath lab. Related manufacturer reference number: 2017865-2020-02738. Related manufacturer reference number: 2017865-2020-02739. Related manufacturer reference number: 2017865-2020-02740.